Event description:
It was reported that a patient underwent a laparoscopic hernia repair procedure on an unknown date and straps were used to fixate the mesh. The patient was discharged home the same day. The patient returned one week post operatively presenting with vomiting, constipation, abdominal distention, and abdominal pain. On (B)(6) 2012, the patient underwent a CT scan which showed a transition point. The patient then had a laparoscopy which determined that there was no bowel obstruction but the small bowel was grossly swollen and dilated. There did not appear to be any mechanical obstruction, other than a small adhesion to one strap. The small bowel was pulled away from this very easily and was dilated both proximal and distal to this point, suggesting the problem is not with straps, but with the mesh. The physician opines that the swelling seemed to be indicative of some sort of irritation/reaction. Additional information has been requested.

Manufacturer narrative:
(B)(4) constipation, adhesion. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch dlk449 mfg date: 10/01/2011, exp date: 07/31/2013, batch dkm755 mfg date: 09/01/2011, exp date: 07/31/2013. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-01113. The same patient is represented in each medwatch.